Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. A review of the implant's device history record indicates that it was manufactured with no anomalies noted. The report indicates that the incorrect screw type was used to anchor the augment. The geometry of the screw used can pull through the augment, therefore, fracturing the interface.

Event description:
It was reported that while attempting to implant an acetabular augment, it fractured.